Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal fusion surgery at l2-s2. Intra-op, while removing the implanted device, the tip of the screwdriver broke. No fragments of the driver was remaining in the patient. The procedure was completed successfully with a new driver. No patient complications were reported.

Manufacturer narrative:
Additional information: due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. Product analysis result: visual hardness no damage noted to the threads of mas head threaded interface. Visually confirmed approximately 3mm of the instrument tip has been broken off, consistent with interface during usage. Hardness inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload. Conclusion: the above findings are consistent with torsional overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.